Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to their clinic with symptoms and intermittent 3rd degree heart block. It was then found that the device had reached end of life (eol) and was pacing at a rate of 45 paces per minute (ppm). It was questioned if the device would have the ability to pace the patient until the replacement was performed. Technical services (ts) discussed that they cannot guarantee device function beyond eol, but that the device would continue to pace until the battery was depleted. The device was subsequently explanted and replaced. No other adverse patient effects were reported.